Manufacturer narrative:
The pump has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: a review of the pump¿s black box history showed evidence of short battery life was recorded. The pump was not able to maintain an electrical connection with the returned battery cap due to the battery cap threads being damaged. Evaluation also revealed that the battery compartment was cracked extending from the threads to the case seal. A test battery cap was used to complete the investigation. During testing, the pump powered on to the ¿verify screen in accordance with normal operation using a test battery cap. The test battery cap was not able to be fully secured to the pump. No power losses were observed with the test battery cap. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.